Event description:
Additional information received reported that the implantable neurostimulator (ins) rechargeable battery was at the 9 year mark today, (B)(6) 2015. There were no problems reported regarding this and it was normal battery depletion for a rechargeable 9 year battery. The manufacturing representative (rep) wondered if they could test the old leads to see if they could still use them when they go in for a battery replacement.

Event description:
It was reported that there was no stimulation sensation. Stimulation stopped yesterday. The patient saw a doctor symbol yesterday; however, they were not sure exactly what the code was. It was noted that they saw a call your doctor with code elective replacement indicator (eri) today on the implantable neurostimulator recharger (insr). When they pressed the x button, the eri screen did not go away. They were advised to contact their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3487a-33, lot# v004679, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# v000548, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# v004679, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# j0555253v, implanted: (B)(6) 2006, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).